Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer, formerly by conceptus inc. My lot number is b21582. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure. Pain in the lower abdomen, back. Sometimes so severe that I can't move. Entire body aches and pains. Depression, anxiety, lack of energy. Hands and feet swelling at night. Weight gain, hair thinning. The device is still inside of me. Insurance paid for the implantation.

Event description:
(B)(4). Fatigue is an issue as well.

Event description:
(B)(4). Full list of side effects as of (B)(6) 2016: bloating, severe cramping during period, abdominal and lower back pain, severe enough at times that I can't move, breast pain- not just during period, joint pain, including swelling and difficulty moving- heat sometimes comes from the joints , worsened migraines, debilitating dizziness, brain fog- "cloudy" feeling, forgetful. Inability to focus and concentrate. Anxiety, panic attacks, unable to handle normal stressful situations, sometimes to the point of needing to get out and be alone. Severe mood swings- fine one minute, mad and irritated the next. Fatigue- total lack of energy. Depression. Skin irritations and rashes. Flares up on my chest, back, neck. Swelling of hands and feet. Weight gain. Vision changes, things that I should be able to see, I can't. My vision ends up blurred. Hearing changes- I struggle to hear my husband in normal tone, even in a quiet environment. Taste is off. Teeth breaking. Hand/eye coordination. Body pain- frequently my entire body hurts to be touched, no matter what kind of touch it is, even my clothing. The longer the device is in me, the worse they seem to do.

Event description:
(B)(4). Migraines are worsened--I've always suffered with them, but they're more severe and more frequent. Teeth are breaking.